Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number: procedure date. Event onset date. Was medical or surgical intervention needed? If so, what intervention was performed? Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: rpbchxt0; qebdbzt0. A manufacturing record evaluation was performed for the finished device vcp348h; rpbchxt0, and no non-conformances were identified. Manufacturing date: 12.15.2021 expiration date: 11.30.2024. A manufacturing record evaluation was performed for the finished device vcp348h; qebdbzt0, and no non-conformances were identified. Manufacturing date: 05.26.2020 expiration date: 04.30.2023.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2022 and suture was used on the fascia. The patient developed an infection in the subcutaneous layer. The surgeon changed their technique with type of needle. The patient developed an infection. The ssi is not yet identified if it came from the suture, additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were all sutures used in a single procedure ?there where reported multiple ssi after 6 weeks. If not, how many patients were involved ? As I know so far 4. Please indicate per patient: product code: not possible they can not identify. Lot number: as reported. Procedure date: several operations. Event onset date: was medical or surgical intervention needed ? If so, what intervention was performed ? Ssi treatment. Related medwatch reports: 2210968-2022-05401, 2210968-2022-05402, 2210968-2022-05403, 2210968-2022-05404, 2210968-2022-05405.